Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject sb-0535fc was returned to olympus medical systems corp. (Omsc) for the investigation. Omsc confirmed that the probe of the subject sb-0535fc broke off at 18mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe break is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe broke off when the probe was subject to a load. The instruction manual of the device already cautions below: -do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During an unspecified procedure, the subject sb-0535fc was used. When the user activated the subject sb-0535fc about twice, probe damage error (u504) occurred. Then the probe tip of the subject sb-0535fc broke and fell off inside the patient. The fragment was retrieved. The user replaced the subject sb-0535fc with another sb-0535fc, and completed the procedure. There was no report of the patient¿s injury regarding this event.